Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided by the customer on 22sep2021. The patient did not experience any adverse effects or harm as a result of the event. The customer responded to the manufacturer's inquiry into further detail of the contamination, with the following statement: "according to incident report from nurse ¿doing scheduled tracheostomy in rm 1. 1st tracheostomy tube was contaminated.¿ when asked how the procedure was completed, the customer replied "had to wait to obtain additional product."

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: moses h cone memorial hospital in the united states informed cook that on 03 aug 2021 a blue rhino product from an unknown set and unknown lot was contaminated upon attempted use. The user used another product to complete the procedure. It was reported that there were no adverse effects on the patient due to this occurrence. A review of the complaint history and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the device master record concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. Therefore, the device history record could not be reviewed. Based on the device master record, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. It is possible the contamination occurred after the opening of the device, but cook is unable to confirm this. It is also possible that the contamination was present before the device was opened but cook is also unable to confirm this. There is not enough information available for cook to determine the cause, so the conclusion of the investigation is cause not established. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown ciaglia blue rhino percutaneous tracheostomy device was contaminated prior to use. The contamination was noticed as the device was attempted to be used. Additional information regarding the patient, device, and event has been requested but is currently unavailable.